Event description:
It was reported an asymptomatic patient presented in clinic for routine device check. Device was post-paced t-wave oversensing via review of stored egm. Programming changes were made to device to resolve issue. Patient will continue to be monitored.